Manufacturer narrative:
The field service engineer discussed sample handling with the customer. After service, the customer confirmed the ise results have been matching and no further issues were reported. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for two patients tested on a cobas integra 400 plus analyzer. The initial na results were not reported outside the laboratory. The customer performed repeat testing with the samples due to the initial na results being low. It was reported the samples were repeated on the same analyzer after passing calibration and qc. The customer also performed repeat testing on a different cobas integra 400 plus analyzer. Patient 1's initial na result was 125 mmol/l. Patient 1's repeat na results on the same analyzer were 129 mmol/l, 133 mmol/l, and 125 mmol/l. Patient 1's repeat na result on the different cobas integra 400 plus analyzer was 133 mmol/l. Patient 2's initial na result was 132 mmol/l. Patient 2's repeat na result on the same analyzer was 140 mmol/l. Patient 2's repeat na results on the different cobas integra 400 plus analyzer were 144 mmol/l and 144 mmol/l. The customer determined the na results from the different cobas integra 400 plus analyzer were correct. The na electrode lot number was 21511747 with an expiration date of 04-feb-2022.

Manufacturer narrative:
The customer performed a visual inspection of the sample and did not find any abnormalities. The investigation reviewed the calibration data and there were no alarms. The investigation confirmed the customer's qc were within the acceptable ranges. The investigation found the centrifuge time was insufficient and the centrifuge speed was too high according to the tube manufacturer's recommendations. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue.